Manufacturer narrative:
The device was returned and the evaluation found no additional reportable malfunctions. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the rigid endoscope sheath's tip was broken. The event was found during the procedure (diagnostic). There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. The device was returned to olympus for inspection and the customer's reportable malfunction was confirmed. Based on the investigation results, it is likely that the break was due to handling, wear/tear, or damaged by a mechanical force such as a fall. Olympus will continue to monitor field performance for this device.